Event description:
It was reported that a patient presented with a hematoma at the device site that required post-operative drainage. No further intervention was reported and the patient was stable throughout.

Event description:
It was reported that a patient presented with a hematoma at the device site that required post-operative drainage. No further intervention or adverse patient consequences were reported.

Event description:
New information received notes that the event was resolved on (B)(6) 2025 without sequelae.